Event description:
Clinic notes dated (B)(6) 2012 note that the vns was interrogated and settings were adjusted.

Event description:
Reporter indicated the patent's vns generator was replaced due to increased seizures, but declined to give additional information. A manufacturer's implant card was received indicating the reason for replacement was "battery depletion". The explanted generator will not be returned.

Manufacturer narrative:
Relevant tests, corrected data: the incorrect date for the systems diagnostics test was inadvertently reported on the initial MDR report. The correct date is provided.

Event description:
Reporter indicated a patient was having increased seizures and could no longer feel vns stimulation. Recent vns interrogation on (B)(6) 2012 indicated the vns was not at end of service. The patient had generator replacement performed due to suspected nearing end of service. It was felt the increased seizures and inability to feel the vns stimulation was due to the vns being near end of service. Attempts for further information and return of the explanted generator are in progress.